Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door failed. Additionally stated that multiple medications were kept in this refrigerator and user were unable to access it.as per part investigation, it was determined that no faults or anomalies were found.there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.part analysis:the reported refrigerator door failure was confirmed during field service engineer (fse) testing and further validated during the inspection process conducted in the dchu investigation laboratory.according to work order 02116231: the field service engineer reported that the door failed and did not recover. The fse replaced the harness and cleaned the connectors on the switches. The customer was able to access multiple medications without issue. All tested good.the external inspection confirmed that the assy harness sw & solenoid wiring was in good condition with no signs of physical damage, loose components, fluid ingress or missing components.laboratory test conducted by dchu confirmed continuity test was performed using a digital multimeter on the assy harness sw & solenoid wiring. The component passed the test successfully, and no faults were detected.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause of the reported issue could not be determined. The returned unit was inspected and subjected to functional testing; however, no faults or anomalies were found during the evaluation.